Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06422. It was reported the patient experienced inflammation at his scs trial lead site. The patient was prescribed antibiotics. The patient's physician later determined the patient experienced an allergic reaction to the adhesive on the tape used to secure the leads at the insertion site. The patient is currently doing fine, and the issue has reportedly resolved.